Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004733, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004733 was manufactured according to the work instruction (wi) version 78 and packaging in the machine multivac 12 on 11-dec-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3m00954 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 10-dec-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3m01509 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 11-dec-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3l04468 was manufactured according to the wi version 41 and manufactured in the machine 04-05-08, on 10-dec-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3l02579 was manufactured according to the wi version 41 and manufactured in the machine 04-05-08, on 26-nov-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.